Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.¿ the device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction identified during the investigation is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source had hard connection due to worn output. There was no patient involvement.